Event description:
It was reported that caller was checking transtelephonic monitoring strips and found this device showing elective replacement indicator behavior earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal depletion that meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.